Event description:
It was reported that during an elective device upgrade procedure this right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 200 ohms once connected to the new non-boston scientific device. The rv lead tested fine prior to the procedure. The rv lead was reconnected to the former implantable cardioverter defibrillator (ICD) and the high shock impedance measurements were reproduced. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.